Manufacturer narrative:
The device was not returned for evaluation. Method: the device was not returned for evaluation. Furthermore, relevant portions of the device history record (DHR) were reviewed for the finished good lot number reported. No relevant findings were noted during this review. Results/conclusion: the device was not returned for evaluation. No product evaluation can be performed. It is recommended that a backstitch be completed when using quill srs product. It is uncertain if a backstitch was used during the initial procedure, possibly contributing to this event. (B)(4). Item # ra-1065q, quill srs, #2 pdo, lot m302230.

Event description:
Dr. (B)(6) performed a total knee procedure using quill srs #2 pdo to close the capsule, #1 pdo to close the intermediate layer, 3-0 monoderm to close the subcuticular layer and staples to close the skin. The pt was closed in flexion and began physical therapy on post operative day one (1). At five (5) weeks post operative, the surgeon stated that he noted a decrease in strength and could palpate dehiscence in the capsule. The pt was taken back to the operating room on (B)(6) 2010 for closure of the capsule. It is unk if the surgeon placed a recommended backstitch during the original procedure.